Event description:
The pt reportedly was taken to the hosp with a high temperature, stiff neck, left-sided earache and shivering. They were diagnosed with meningitis. At that time, they were already taking oral antibiotics for left-sided earache. A paracentesis of the eardrum was carried out and there was no liquid found in either ear. The left ear was diagnosed with otitis media. The right ear appeared to be normal. The pt was given a strong antibiotic (rocephin) intravenously. Pneumococci were not verifiable, probably because of having taken antibiotics. A creamlike secretion was found in lumbar puncture. The pt is well at the moment.